Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd pen needle without a cover or tear drop label attached. Customer reported needle blocked. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken, however, no evidence of manufacturing defect was observed. The broken pe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the sample was returned after use, and no manufacturing defect was observed, the probable cause of the broken pe cannula is user error while using the pen needle. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that the unspecified bd¿ pen needle the needle was blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that the unspecified bd¿ pen needle the needle was blocked. The following information was provided by the initial reporter: needle blocked.